Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy but related to the implanting procedure.

Event description:
It was reported that a patient was scheduled for a full explant due to an infection. Device history records were reviewed for both the lead and generator. Both the generator and lead were sterilized and passed all quality inspections prior to distribution. Follow up with the surgeon's office stated that the infection was related to post-surgical infection, but also that the patient is autistic and was scratching at the incision site. It was further noted that the mother had covered the site with tegaderm, which was not recommended and was contraindicated over an incision site. It was noted that at the initial post-surgical follow-up appointment, the incision sites looked fine. The skin around the incision site was red, dry and itchy, but it was noted this was due to the tegaderm that was placed over the site. The patient had his lead removed and was currently taking antibiotics. It was stated that vns would be reimplanted once the infection resolved. No additional information has been received to date.